Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, (B)(6) 2005: patient presented with following pre-op diagnoses: l3-4 spondylolisthesis. For which, patient underwent following procedures, decompressive laminectomy of l3-4 spondylolisthesis (pars defects). Bilateral posterolateral fusion, l3-4. Insertion of autograft and allograft plus rhbmp-2. Decompression and exploration of l4 root, right with foraminotomy. Per op notes, the posterior fragment of l3 was morselized. The rhbmp-2 bone was used on top of the patient¿s own bone. Then nuggets of allograft were used. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.